Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer experienced low blood glucose of 43 mg/dl which was treated with two tubes of glucose tablets, 15 carbs of food, (B)(6), and rubber honey on the gums. The customer was hospitalized on (B)(6)2017 at 2:40pm, due to the low blood glucose. The customer remained in the hospital for six hours. The customer's blood glucose at the time of the hospitalization was 109 mg/dl. The caller stated that they may have over bolused. The caller also stated that the customer had the flu bug and was sick with stomach issues on tuesday and wednesday prior to the hospitalization. The caller stated that they believe the insulin pump might be overdelivering insulin. Troubleshooting was performed. The drive support cap was normal. The caller stated that they would like to continue using the insulin pump. The customer's blood glucose at the time of the phone call was 132 mg/dl.